Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding frame movement, "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."

Manufacturer narrative:
Patient information was not made available from the site. On 11/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/28/2016 a medtronic representative, following-up at the site, reported the navigation system and spine software has been used since this issue occurred on (B)(6) 2015 and has been accurate. System functioning as it should. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred when using the percutaneous pin adapter and the percutaneous reference frame from theor new referencing set. Noted was that this was the surgeon's first time using a percutaneous pin for surgery. The surgeon's staff stated to the medtronic representative that they saw the surgeon hit the percutaneous pin / percutaneous pin adapter and stealth air and it could have moved to cause the navigation inaccuracy. The surgeon did not make a complaint and asked the medtronic representative to look at the new instruments. The medtronic representative found that none of the instruments were damaged and did not need to be replaced. There were no specific measurements, or direction, provided for the alleged inaccuracy. The inaccuracy was alleged intra-op, after screws were placed. It was an o-arm spinal fusion case, placed screws, re-spun the patient, and confirmed screw placement was acceptable. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.